Event description:
Information was received indicating that an alarm and an error code occurred to a smiths medical cadd-legacy® pca pump with inability to reset. The backup pump was used with no complications or missed therapy. There were no adverse effects reported.